Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resolve this issue. Customer's blood glucose level displayed as "high' and it was reported they had moderate ketones. Customer administered manual insulin injection to resolve both of these issues. No additional product or event information is available.